Manufacturer narrative:
Updated: b5, d8, d10, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation, the customer¿s allegation could not be reproduced. It is most likely that the probable cause could be due to damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the balloon came off easily from the groove of the bronchofibervideoscope. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.